Manufacturer narrative:
Device evaluation: lens was returned in cartridge (sfc-45). Visual inspection found no visible damage to the device and residue on the device. Work order search: (B)(4) similar complaint type events were reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that 13.7mm micl13.7, -13.0 diopter, implantable collamer lens tore during loading. There was no patient contact and the backup lens was implanted with no problem. Cause of event was unknown.